Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the batteries inside of the customer's insulin pump would only last two days. The patient's blood glucose at the time of incident was 224 mg/dl. The customer's device turned off completely today and when they changed the battery the device would not turn back on. Troubleshooting was initiated for the off no power alarm. The caller confirmed that the off no power alarm occurred less than 24 hours after the original low battery warning. The battery was not previously used. The battery cap was not cracked, loose, or damaged. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces, high stop current test due to faulty component on the interface board and blank display due to corroded battery cap contact. Unable to verify off no power alarm or perform the self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test due to button keypad anomaly. The insulin pump had cracked case at the display window corners and minor scratched display window.